Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: shell porous without holes 56 mm item # 00620205621 lot # 61111120. Liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell item # 00630505636 lot #61245106. Femoral head sterile product do not resterilize 12/14 taper item#00801803602 lot#61297006. The stem was returned for examination. Visual inspection of the stem shows severe taper corrosion and significant medial wear of the femoral neck in the form of a notch. This is most likely the reason for the reported metallosis. Both sides of the stem show extensive scratches and some polished areas; small signs of bone on growth can be seen on the shaft of the stem. A review of the device manufacturing records of the stem confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item (stem) and the reported part and lot combination. No surgical report was provided; however, a x-ray was received and review by a radiologist. Ap view left hip demonstrates a left total hip arthroplasty with cement fixation of the acetabular cup. Question fracture of the femoral component at the junction of the femoral neck and head. No definite dislocation. No significant radiolucency. Mild osteopenia. No fracture. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Event description:
It was reported a patient underwent a left hip revision approximately fifteen years post implantation due to a dislocation. During the procedure, significant metallosis and trunnion wear was noted. All the components were removed and replaced. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: shell porous without holes 56 mm item # 00620205621 lot # 61111120. Liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell item # 00630505636 lot #61245106. G2: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2024-00068.